Manufacturer narrative:
Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen went white had blank display. The customer's blood glucose was 260 mg/dl. The customer reported that the display was solid white and belt clip was broken. The insulin pump will be returned for analysis.